Manufacturer narrative:
Qn#(B)(4). The customer provided two photos for analysis. The photos show a catheter assembly set contained within a plastic bag. The guidewire within the protective guard appears kinked in two locations. The customer also returned one catheter, guidewire, and protective tubing for evaluation. No obvious signs of use were noted. Visual analysis revealed that the guidewire contained three kinks, and the protective tubing was bent. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and confirmed that the distal and proximal welds were secure and intact. The kinks in the guidewire measured 51mm, 211mm, and 251mm from the proximal tip of the guidewire. The guidewire length measured 350mm, which is within the specification limits of 345mm - 355mm per the guidewire product drawing. The guidewire outer diameter measured 0.51mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use. The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was advanced through the returned introducer needle and the undamaged portions were able to pass with little to no resistance. Major resistance was encountered at the locations of the kinks. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with this kit warns the user, "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guidewire was confirmed through a complaint investigation of the returned sample. Kinking was observed on the guidewire body, and the protective tubing was bent. However, the guidewire met all relevant dimensional and functional requirements. The packaging clearly states, "do not bend." Based on the customer description and the samples received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the catheter guide was bent at the time of opening the radial arterial catheter kit.

Event description:
It was reported that the catheter guide was bent at the time of opening the radial arterial catheter kit.

Manufacturer narrative:
(B)(4) the full UDI number is not available as complainant did not report a lot number.